Manufacturer narrative:
FDA notified yes: the initial reporter also notified the FDA on (date) via medwatch # (B)(4). Investigation summary: the corrective action statement is approved/authorized and final review of the complaint will be conducted by designated complaint handling unit. Pir #: (B)(4), part #: 383517 nexiva 20ga single port, lot #: 7033667. Complaint: leakage at adapter tubing junction customer verbatim: need a bio kit sent to cv to my attention. I had another occurrence report with bd IV cath. Rn/physician reported hub leaked when starting IV on patient on (B)(6) 2017. I have IV cath. In my office. Lot analysis: device/batch history record review: yes. Reason: DHR¿s are available for reviews as needed and are required for quality issues relating to product traceability or if the reported incident is a medical device reportable. Findings: a total of (B)(4) units were built on nfa #1, from feb 3, 2017 thru feb 6, 2017. No significant discoveries were found during the DHR review. All challenge samples including adhesive present challenge, tubing seat depth passed per specification, the extension pull force readings were above 11.0 lbf. (Lsl 4.25lbf.) And the adhesive weight average was above 4.00ml (lsl 3.00mg - usl5.00mg). The part air/water leak test performed throughout the production of the lot passed. Qn / sap database review: no. Reason: the review is not required for level a investigation per CPR ¿ 071, findings: n/a eura review (end user risk analysis): yes. Reason: the review of the eura is required if the reported incident is a medical device reportable (MDR) findings: per (B)(4) rev12(k) nexiva p-eura, damaged extension tubing resulting in blood/infusate leakage (minor) has a severity of s2. The occurrence is remote, which is deemed acceptable with severity of s2. Visual analysis observations and testing: received one used nexiva 20ga unit. The unit consisted of catheter/adapter extension set and a needleless connector attached to the single port adapter, the needle assembly was not returned for evaluation. The unit was received within an open package. Visual/microscopic examination: the unit was heavily soiled with bodily fluids, the blood was predominant around the connection of the single port adapter and the needleless connector and the connection of single port adapter and the extension tubing. Note: at this point the unit was put into bleach/water solution to (attempt) cleanse the bodily fluid and better investigate the cause of the leakage. The unit was soaked overnight. Observed a cut in the extension tubing at the connection of the extension set and the single port adapter which leaked during the performance of the water/leak test ((B)(4)), slight damage (scratch) was observed on the adapter. It was also observed the extension tubing was not inserted in a straight angle into the inner wall of the straight adapter ((B)(4)). The tubing edges at the damage (cut) site are slightly jagged. Test description method no results: visual/microscopic n/a see observations and testing, water/air leak test (B)(4) see observations and testing. Investigation samples(s) meet manufacturing specifications: no, the returned unit provided for evaluation revealed a split in the extension tubing that leaked, it was also observed the extension tubing was not inserted in a straight angle into the inner wall of the straight adapter. Conclusions: the defect stated in the complaint was confirmed with returned unit. The cut observed on the extension tubing was the source of the leakage experienced by the customer. Did the evaluation confirm the customer¿s experience with the bd product? Yes; the customer experienced was confirmed based on the evaluation and testing that was performed on the returned unit. Were we able to reproduce the customer's experience with the bd product? Yes; the customer¿s experience was reproduced through testing on the returned unit. Was the device used for treatment or diagnosis? Treatment root cause: relationship of device to the reported incident: indeterminate comment: the damage (tear) in the extension tubing did not show of any physical or mechanical evidence confirming or supporting device manufacturing or extruding manufacturing related issues for the defect. Jagged edges indicate that the tubing was torn or pulled away from the adapter possibly through manipulation by the patient and/or clinician. Corrections and CAPA: corrective action project / CAPA (#): a formal corrective action will not be initiated at this time. Severity is limited and occurrence low. Customer complaint trends are evaluated on a monthly basis. If the trend of a specific type of complaint warrants a formal corrective action, resources will be assigned at that time. Other action taken: product quality is evaluated during the manufacturing process with prescribed variable and attributes inspections. These inspections are performed by operators to ensure any gross process changes are identified. If defects are observed, disposition of the product, root cause and corrective action are applied according to the quality control plan. (B)(4).

Event description:
It was reported by a rn/physician that when starting an IV on a patient, the hub of a 20 g x 1.25 in. (1.1 mm x 31 mm) bd nexiva¿ closed IV catheter system leaked. There was no report of injury or medical intervention.